Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) underwent an implant procedure to receive an hf sensor delivery system. During the procedure, the doctor experienced difficulty advancing the sensor. In turn, the doctor removed the hf sensor delivery system from the patient's body, and the sensor was washed and soaked in heparinized saline. Next, the doctor re-inserted the hf sensor delivery system into the patient. Once the device in was in the intended location, a balloon catheter was used to successfully deploy the sensor.